Event description:
A historical revision for a 71-year-old female patient with an eleos hinge knee replacement occurred on (B)(6) 2024. This revision was discovered during the investigation of a subsequent revision due to infection which was investigated via pcr (B)(4).

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged peri-operative joint infection was not related to the design, manufacture, and/or sterilization of the revised implants.